Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4)) displayed fault code 16 (timeout moving to take-up position) error message was confirmed during the functional testing and archive data review. The root cause of the fault code was due to corrosion on the brake housing area of the drivetrain motor, which caused the brake gap to seize and prevent the brake to open or close during activation. A review of the autopulse platform archive revealed that frequent daily checks were not performed by the customer. Therefore, this type of corrosive damage is indicative of infrequent daily checks, as a result of user mishandling. There was no physical damage observed on the returned autopulse platform during the visual inspection. During initial functional testing, the autopulse platform displayed a fault code 16 error message upon powering on, thus confirming the reported complaint. No brake was activated when the device was powered on. Observed the drive train motor had rust/corrosion at the brake housing area. The brake assembly was seized from the corrosion and preventing the brake to open or close during activation. The corrosion was removed by cleaning it with isopropyl alcohol (ipa). After the corrosion was removed, a brake gap inspection was performed, and it was verified that the brake gap was within the specification. The archive data was reviewed and showed multiple fault code 16 errors occurred on the customer's reported event date, thus confirming the reported complaint. In addition, the archive showed a presence of user advisory (ua) 23 (compression will exceed 3 revolutions), (ua) 02 (compression tracking error), and the (ua) 45 (driveshaft not at "home" position after power-on/restart) error messages as a definitive sign of the drive train motor issue. After service repair, the platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery for 15 minutes without any fault or error. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During the training, the autopulse platform (sn (B)(4)) displayed fault code 16 (timeout moving to take-up position) error message. The user was unable to clear the fault code. No patient involvement